Manufacturer narrative:
A ge service repsentative performed an on site investigation. The failure could not be duplicated. The software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.